Event description:
It was reported that the caller experienced temperature alarms, specifically alarms 10 and 11, while the pump was charging, and the conditions were not due to extreme temperatures. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to return the problematic pump and charging supplies, and a replacement pump with updated software was sent to them. The customer acknowledged the instructions, including allowing the battery to deplete, returning the pump within 10 days to avoid charges, and programming the settings into the new pump. The customer planned to continue using the current pump and an alternate method to ensure insulin delivery if necessary.